Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was delayed in responding to touches. In addition, it was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose level was 140 mg/dl. Customer continued to use the pump for insulin therapy.